Event description:
The customer experienced persistent occlusion alarms leading to elevated blood glucose levels, the customer did not provide a value. Tandem technical support ultimately recommended replacing the pump after extensive troubleshooting.